Manufacturer narrative:
This file was originally submitted on 06/18/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Shock delivered notification was received on the customer support helpline queue. Patient's caregiver confirmed patient receiving therapeutic shock. Patient's caregiver reported that that patient was sitting down on a chair at the time of the event. Patient's carefiver further stated that the patient was alert but they did not understand that they could divert the shock alert. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.